Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. A photograph of the defective device was provided by the user, showing the fiber was cracked/fractured as reported. The customer's reported complaint of finding a broken fiber is confirmed. A review of the incoming lot history records was performed for the reported packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. The most likely root cause to this event is due to handling after the device left the angiodynamics facility, as it is unlikely that the fiber was fractured prior to packaging. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was cracked/fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.